Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence (reported as occurring in the beginning of (B)(6)). The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the product was not returned for analysis. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device.

Event description:
It was reported that a physician, trained in the use of the perclose proglide, attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, the lever could not be completely closed to return the foot to its original position within the device. The device was pulled and removed from the anatomy. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.